Event description:
Same case as MDR ID # 2134265-2013-02422 and 2134265-2013-02424. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. During the ivus procedure, ilab motordrive was not pulling back. At that time, no error message was displayed. There was no problem in the connection of mdu and sled. The physician managed to do an ivus with a manual pullback. The procedure was completed with this device. No complication has been reported and patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the bach history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).